Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the spring wire guide, ars syringe, introducer needle, and catheter and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during the process of inserting the device, the guidewire frayed into strands. Another kit was used. No guidewire was left in the patient. No patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the process of inserting the device, the guidewire frayed into strands. Another kit was used. No guidewire was left in the patient. No patient injury or consequence.